Event description:
A patient with traumatic brain injury (tbi) underwent ivtm therapy for therapeutic hypothermia. A cool line catheter (lot # unknown) was inserted into the patient's vein on (B)(6) 2022. The customer did not provide information on the catheter insertion site and insertion process. While the thermogard system was still running in the cooling phase of the treatment on (B)(6) 2022, the thermogard console generated an "air trap" alarm. Subsequently, the pump rotor stopped, and the console went to standby mode. Following the alarm, the customer noticed a backflow of blood into the tubing. There was no saline observed on the patient's bed, the thermogard console, or the floor. The customer performed a catheter leak check per the zoll's new IFU criteria and concluded that the catheter balloon was leaking. Infusion of about 300-ml of saline into the patient's bloodstream was suspected. As reported, the saline bag was not replaced at any point during the treatment. The customer removed the catheter from the patient's body, turned off the thermogard console, and discontinued the ivtm treatment. The customer decided to continue therapy with blanketrol instead of replacing the catheter. There was no device malfunction reported on the thermogard console, and it was placed back on the floor for future clinical use. No consequences or impacts on the patient.

Manufacturer narrative:
The cool line catheter in the complaint was not returned to zoll for evaluation, as it was discarded by the customer. Therefore, a physical investigation could not be performed on the catheter, and a root cause could not be determined. However, the start-up kit (suk) (lot # 164207), used at the time of the event, was returned to zoll for investigation with no reported complaint. A large amount of blood was observed in the saline bag, suk tubings, air trap chamber, and inside the red pinwheel. The blood in the suk tubing is an indication that there was a leak from the catheter balloon during use.